Event description:
It was reported the patient received the following results within 15 minutes: 33 mg/dl (active) and 89 mg/dl (instant).

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The accu-chek active test strips that were involved in this allegation were returned and determined to be exposed to humidity/moisture, making this an invalid comparison.